Event description:
It was reported by service report that the legs are not folding to load into the ambulance. No adverse consequences had been reported.

Manufacturer narrative:
Pressure control valve.